Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Since the product code and lot number are unknown, a 510k number cannot be provided. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
Baxter received a report from a patient that an intermate that allegedly leaked during storage. The customer reported that the housing of the device was nearly three-quarters full with fluid. The customer did not observe any cracks or broken components on the device that could immediately explain the source of the leak into the housing. The patient also reported that when the device was inverted, fluid was not observed to leak out of the housing. The device had been stored in a travel-sized cooler which contained ice and water. The intermate's reservoir was filled with a solution containing antibiotics. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.